Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: surg endosc (1995) 9:332-336. [(B)(4)].

Event description:
It was reported via journal article "title: one hundred consecutive cases of video-assisted thoracoscopic surgery for primary spontaneous pneumothorax". Authors: a. P. C. Yim, j. K. S. Ho. Citation: surg endosc (1995) 9:332-336. This feasibility study aimed to review the experience on video-assisted thoracoscopic surgery (vats) using different treatment modalities to manage primary spontaneous pneumothorax (psp). From sep1992 to jan1994, 100 patients (n=97, n=90 male and n=7 female, [aged 15-58 years]; n=3 had bilateral procedure) with psp underwent vats and were allocated to different treatment modalities: staple resection (n=69), endoloop (n=5), argon beam coagulation (n=6), endosuturing (n=7) and mechanical pleurodesis (n=13). In endoloop group, a sponge-holding forceps was used to pass through the ethibinder loop and then pick up the bleb, and loop was then tightened to ligate the bleb as its base. In endosuturing group, the bleb was excised using endoscissors and the lung was repaired in two layers using 3/0 prolene sutures. Postoperatively in endoloop group, only one case of persistent air leak >10 days was noted which was resulted from slipping of the endoloop as the lung expander. The air leak was successfully stopped by applying fibrin glue over the area of leak under local anesthesia using a flexible bronchoscope placed through a truncated chest tube. As a result of the event, the authors always use a double loop to avoid accidental slipping off during lung re-expansion. In this study, the endoloop suggests that it is an effective treatment for small localized blebs when properly applied endosuture could be very time consuming, but is technically feasible and effective.